Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the device was implanted approximately two months after its use before date. The device is still in use. No patient complications have been reported as a result of this event.